Manufacturer narrative:
Concomitant medical products: cat. No.: 509-02-54e, tritanium revision acetabular, lot code: 701w8l; cat. No.: 2080-0040, gap plate screws, lot code: al4akk; cat. No.: 2080-0020, gap plate screws, lot code: 642wh6; cat. No.: 2080-0020, gap plate screws, lot code: 877022; cat. No.: 2080-0025, gap plate screws, lot code: rr47r0; cat. No.: 2080-0030, gap plate screws, lot code: rx216k; cat. No.: 2080-0030, gap plate screws, lot code: ay19tw. At this time, it cannot be determined if this device may have caused or contributed to the patient¿s experience. An event regarding revision involving a trident 0 deg constrained insert 22e was reported. The event was confirmed. Method and results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as medical records were not provided for review. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: no other events were reported for the lot indicated. Conclusions: the event of revision was confirmed as the revision implant sheet was provided however, the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, x-rays, patient history and follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
Revision total hip / I&d liner exchange left side.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
Revision total hip / I&d liner exchange left side.